Event description:
Customer stated that the end of some needles are bent slightly and will not puncture the skin. The customer described the pen needles as slightly hooked on the end.

Manufacturer narrative:
Evaluation method code was corrected as the customer sample was also tested. Defect was not confirmed.

Event description:
Customer stated that the end of some needles are bent slightly and will not puncture the skin. The customer described the pen needles as slightly hooked on the end.